Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, the locking tab screw fell out of the greater trochanteric aiming arm. There was no surgical delay. There was no patient consequence. This report is for a radiolucent aiming arm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history records review was completed for part: 03.033.003, lot: l699659. Manufacturing location: haegendorf, release to warehouse date: (B)(6) 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. Visual inspection performed at customer quality observed a missing dowel pin on the aiming arm slots that engages one of the cam lock levers. The second pin for another cam lock lever was also observed dislocating and popping out of the slots. Both cam lock levers were returned disassembled from the aiming arm. No new issues such as breakage were identified on the returned devices. Relevant drawing was reviewed; no design defect was observed during the investigation. Dimensional analysis was not performed on one of the relevant dowel pins due to post manufacture missing condition. However dimensional analysis performed on two relevant popped out dowel pins of another slot measured diameters as 3.005 mm and 3.006 mm (om 147) that falls within the specification of 3.002 mm to 3.008 mm. Furthermore, dimensional analysis performed on all three accessible hole diameters (with popped out and missing dowel pins) on the aiming arm accepted the max gage pin diameter of 3.00 mm(gp 29) that falls within the specification of 3 mm to 3.01 mm and tolerance standards specified for h7 hole tolerance. No definitive root cause was able to be determined with the available information. This complaint was able to be confirmed. However, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date device returned to manufacturer. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: cam lock lever for radiolucent aiming arms (part # 03.010.497, lot # t151676, quantity 1) cam lock lever for radiolucent aiming arms (part # 03.010.497, lot # t154235, quantity #1).